Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.